Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The work order indicates: per service manual operational and diagnostic analysis confirmed reported issue (the fill chamber continued to fill with water). Removed liquid which clogged up the inner tubing as identified in the investigation to address the reported issue. Also replaced broken safety cover. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The liquid in the inner tubing is the root cause for this failure. This complaint can be confirmed. A batch record review has not been conducted for device because it was manufactured by fms in nice, france. This facility was closed by the end of 2011. Depuy synthes mitek quality engineering proposes that lot history reviews for legacy fms products be performed only in the event that a trend relating to a specific batch/lot has been identified. Also since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions these batch reviews are not done. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the fill chamber of the fms solo irrigation pump was continued to fill with water. They were able to complete the case with another like device. This did not cause a delay and no patient harm. This is all the information that the sales rep had at this time.